Manufacturer narrative:
The device was returned for analysis. The reported failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: revised user facility medwatch mw5103186.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information. User medwatch report.

Event description:
A voluntary FDA submission report was received reporting: "perclose closure device deployed/applied by physician at end of pci cardiac procedure with request that scrub tech hold manual pressure site for a "few minutes" per cath lab routine. After 10 minutes with blood free flowing and not stopping when site is checked, physician informed and request for additional 5 minutes of pressure is made. Statseal applied to site and manual pressure continued x 5 minutes with no change in bleeding status of patient. Angiomax stopped per physician order (would normally finish this medication for safest practice) and physician assessed site. Femostop ordered and applied per staff. Hemostatsis achieved and patient transferred to cath recovery until discharge." Additional information received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device with a 6f sheath. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.